Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customers reported via phone call a blank display, and unexpected restart. Blood glucose at the time of incident was 121mg/dl. The customer states he woke up and the insulin pump had a blank display. He then placed a new battery in the pump, but only the version was flashing on the screen. Then placed another battery in the pump and it went blank. The customers also mention having an unexpected restart but did not provide any details in regards to it. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The device will not be returned for analysis.